Event description:
Patient was scheduled for routine port flush and labs on (B)(6) 2016. When attempting port flush, patient complained of pain. Unable to get blood return. Dye study completed and contrast would not flow through line. Chest x-ray done which showed tip of catheter had migrated into right atrium and superior vena cava. Patient sent to cardiac cath area for removal of catheter tip. Entire port was removed on (B)(6) 2016.